Manufacturer narrative:
Combination product: yes.

Event description:
This rv, lbb lead was explanted due to high thresholds. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 10.5 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The insulation was found damaged 37 and 43 cm proximal to the lead tip. These damages probably occurred during the extraction procedure due to surgical tools. Furthermore, the fixation helix was found bent. The deformation most likely resulted from the surgery due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.